Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional graftmaster devices (4.5x16mm (x2), 4.0x16mm) referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure on (B)(6) 2017 was to treat a fistula in the distal carotid artery with heavy tortuosity and no calcification. A 4.5 x 16 mm graftmaster stent delivery system (sds) was advanced to the lesion but would not cross and the shaft peeling was observed due to the resistance with the anatomy. A 4.0 x 16 mm graftmaster sds was advanced to the lesion with resistance and the balloon ruptured between 7 and 8 atmospheres which resulted in only the distal and proximal edges of the stent expanding. Resistance was felt during removal of the sds due to the partially expanded it could not be pulled back into the guide catheter. When the sds was three quarters of the way out of the carotid artery, the stent implant dislodged from the balloon and was free floating inside the vessel. The stent was snared and removed from the patient. The patient was stable and the lesion was left untreated. The follow-up procedure was performed on (B)(6) 2017. A 4.5 x 16 mm graftmaster sds was advanced to the lesion; however, it would not cross it and the proximal shaft separated outside the patient. The device was removed and a new 4.5 x 16 mm graftmaster stent was successfully deployed. A small endoleak was observed and a 4.0 x 16 mm graftmaster was advanced to the lesion to treat the leak; however, the balloon failed to inflate. Two additional graftmaster stents (4.0 x 19 mm, 4.5 x 26 mm), were deployed overlapping, but the endoleak persisted. A non-abbott balloon was used to treat the leak. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Indication for use; incorrect anatomy. The device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The investigation was unable to determine a conclusive cause for the reported inflation issue; however, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.